Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: during investigation, the pump was returned with the sound features set to: normal bolus, audio bolus, alert, warning, alarm/error, glucose user hi/lo limit alert, glucose rise/fall rate alert (high), temp basal (off), reminder (medium). The black box shows 214 -cgm glucose below 55 warnings. The pump booted up to the verify screen with auditory and vibratory features. The audible alarm reading measured within specifications. An alarm was reproduced for the investigation with sound set to high. The pump gave the appropriate sound warning and displayed an alarm message on the screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The pump cover was removed and no intermittent conditions or defects were found to the piezo circuit. No delivery interruptions alarms occurred during the investigation. The no sound complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 30 mg/dl with unconsciousness. Emergency medical services were called. The patient was received intravenous glucose administered by emergency medical technicians. The reporter alleged the patient¿s serious injury was associated with audio tone alarm not sounding. The reporter also sated the patient¿s health care provider has recently made an adjustment to the patient¿s basal rate in the pump. The patient remained on the pump for insulin delivery. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an audio tone/no sound issue.